Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient had dvt and bilateral sub segmental pulmonary emboli. Approximately nine months, CT revealed inferior vena cava filter in place with the filter struts in both common iliac veins as well as the lower inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device expiry date: 04/2017.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism,in conjunction with or before orthopedic procedure and placed after knee surgery, gastrointestinal bleed and anti-coagulation contraindicated. At some time post filter deployment, it was alleged that the filter struts perforated through iliac vein and lower inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter .the patient reportedly experienced pulmonary emboli, left leg pain and lower back pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and placed after knee surgery, gastrointestinal bleed and anti-coagulation contraindicated. At some time post filter deployment, it was alleged that the filter struts perforated through iliac vein and lower inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter .the patient reportedly experienced pulmonary emboli, left leg pain and lower back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient had deep vein thrombosis. Subsequently on the next day, computed tomography (CT) revealed the filter in place and the tip was at the level of l4. After three days, angiogram revealed improved flow in the vessels. Eventually four days later, the patient had deep vein thrombosis and pulmonary emboli. Approximately nine months later, computed tomography (CT) revealed the filter was in place with the struts in both common iliac veins as well as the lower inferior vena cava. Approximately one year nine months later, venogram confirmed with no perforation, no filter material, no thrombus, no debris and no hematoma and the filter was successfully retrieved by endovascular method. On gross description fragments of clotted blood were adherent to the filter. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date: 04/2017), g4. H11: h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.